Event description:
The user facility reported that water leaking from the processor lid during a processing and diagnostic cycle. The scope present in the processing cycle was successfully reprocessed prior to use. No injuries, procedural delays/cancellations, or property damage reported.

Manufacturer narrative:
A steris technician inspected the unit and found check valve 2 (ck) would not move when actuated and appeared worn and deteriorated. The technician also found ck3 would not actuate easily. The technician replaced the air filter, ck1, ck2 and ck3, tested unit and confirmed it was operational. The unit was installed on 4/17/1996 and is under steris service contract. Preventive maintenance was completed on 1/17/2012 when the processor was operating properly and no leaks were noted.